Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that eleven days after a left hip procedure, the patient underwent a revision due to pain and cup instability. The cup instability was attributed to patient poor bone quality. Due diligence is in progress for this complaint; no further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately nine days after a left hip procedure, the patient underwent a revision for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: cer bioloxd option hd 32mm; item# 650-1056; lot# 3165601 g7 pps ltd acet shell 48c; item# 010000661; lot# j7362795 tprlc 133 mp type1 pps ho 9.0; item# 51-107090; lot# 7498707 32mm i.d. Size c neutral liner; item# 30103203; lot# 66394401 trilogy bone scr 6.5x30; item# 00-6250-065-30; lot# j7607604. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00115. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.